Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55, serial/lot: n/I, description: 55cm 8 contact extension.

Event description:
A report was received that the patient underwent a revision procedure to replace the ipg due to receiving the end of service life message. During the revision procedure, the physician locked down the setscrew on the inserted extensions on the new ipg. The patient had a few high impedances during the procedure, so the physician had to correct the position of the extension in the header two times. When the physician tried to loosen the setscrew for the third time, the setscrew was out of the screw thread and the extension could not move anymore. Two days later, the patient underwent a second revision procedure to replace the ipg and lead extension. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure to replace the ipg due to receiving the end of service life message. During the revision procedure, the physician locked down the setscrew on the inserted extensions on the new ipg. The patient had a few high impedances during the procedure, so the physician had to correct the position of the extension in the header two times. When the physician tried to loosen the setscrew for the third time, the setscrew was out of the screw thread and the extension could not move anymore. Two days later, the patient underwent a second revision procedure to replace the ipg and lead extension. The patient was doing well postoperatively.

Manufacturer narrative:
Analysis of ipg db-1140 (serial number: (B)(4) revealed that the extension did not move anymore and even the setscrew was completely out of the screw thread. During the procedure, the associated lead was locked down incorrectly on contact #8. The contact ring was compressed by the setscrew and could not freely slide out from the header, which was the source of the complaint. The root cause of the complaint was procedure related, and the ipg revealed no anomalies. Analysis of the contact extension nm-3138-55 (serial number: (B)(4) revealed that the complaint was confirmed. Only the proximal tip (about 5 centimeters) was returned in the associated ipg header. The lead was locked down incorrectly on contact #8. The contact ring was compressed and deformed by the setscrew, preventing its removal from the header. As the lead was not fully inserted in the header, the contact registration was shifted and it resulted in the impedance anomaly. The probable cause selected is unintended use error caused or contributed to event. Additional information was received regarding the serial number and lot number of the additional suspect medical device component involved in the event, which were previously unknown: model: nm-3138-55, serial/lot: (B)(4). Description: 55cm 8 contact extension.